Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. Unrelated to the initial complaint, it was observed that the pump casing was cracked between the case seal and the display lens and the threads on the returned battery cap were stripped and a test battery cap was used to complete the investigation. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the audio bolus button cover was damaged but it was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.